Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 55 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of the call. The customer was given glucose tablets and intravenous glucose to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated they were using auto mode at the time of the incident, but on further troubleshooting, they were on manual mode. The customer did not get a low alert when walking on a (B)(6), which led to the incident. The insulin pump will not be returned for analysis.